Manufacturer narrative:
The adhesive pad and welds were inspected and no abnormalities were found. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue, dislodged cannula and skin irritation could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported allegation has been reviewed and evaluated. No physical product investigation is required in this case because either the product is not available for return or the reported event does not meet the risk-based criteria requiring physical device inspection. If this is a higher risk event for which we were told the product was unavailable but we later receive the product, an investigation of the returned device will be performed. Additionally, insulet corporation has a defined process for monitoring, identifying, and escalating unfavorable complaint trends. Complaint data is a key performance indicator (kpi) reviewed as a part of, however not limited to, complaint review and management review. The outcome of these reviews may warrant further action, investigation, or escalation as procedurally defined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater 22.2 mmol/l while wearing the pod between 25 and 36 hours. The pod reportedly fell off the infusion site, causing the cannula to dislodge. Additionally, the patient experienced itchiness at the pod site. To treat the issue, a new pod was applied.